Event description:
It was reported that the insulin pump alarmed failed battery test. Nothing further was reported.

Manufacturer narrative:
The display was blank, because the battery contact spring was missing.